Manufacturer narrative:
Batch review performed on 28 april 2026 stem: amistem collared 01.18.232 amistem collared ha coated stem size 2 std (k121011) lot 180785: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 06-jun-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 7 years and 6 months from the primary, the patient came in presenting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head to competitor devices and replaced the medacta liner with a same-size liner.the surgery was completed successfully. There was no reports of trauma.